Event description:
Patient reported rupture diagnosed during routine check up as well as "radiating pain." The device remains implanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. The reason for reoperation is: rupture.